Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak on the line going to the container that led to this alarm. Renal therapy services (rts) assisted the patient to remove the cassette and end the therapy session and also informed the patient to do a manual drain. Rts reviewed proper procedures per the user manual with the patient. Rts advised the patient to contact their pd nurse to advise of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between on an unspecified line of the cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information was received that, the reporter stated there was no issues with the product no additional information is available. There was no report of patient injury or medical intervention associated with this event. No additional information is available.